Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the knife wire was broken. The exact cause of the broken wire cannot be conclusively determined, but the most likely cause is excessive force applied to the cutting wire after it was bent near the distal tip. This report will be supplemented if additional information becomes available.

Event description:
It was reported that the balloon dilator's knife wire broke during a therapeutic biliary endoscopic sphincterotomy (est) procedure. The broken knife wire did not fall off inside the body. Another similar device was used to complete the procedure. There were no reports of patient harm.